Manufacturer narrative:
On 21-feb-2025, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed a breast mass. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was discarded, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformance's were identified as part of this evaluation. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-mar-2025, mentor received additional information about the event. The patient had developed baker grade ii capsular contracture in both breasts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, asymmetry, right breast cyst, left breast mass. D6b explantation date: 22-jan-2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 475cc gel breast prostheses when the right breast prosthesis ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed via mammogram. Additionally, the patient developed bilateral asymmetry. Lastly, ultrasound results indicated the patient developed a cyst on her right breast and a probably benign mass on her left breast. As a result, the patient is scheduled to undergo explantation and replacement with mentor memorygel xtra breast implant 415cc gel breast prostheses on (B)(6) 2025. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2024-14977 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 22-jan-2025, mentor received additional information about the event. An updated explantation date (B)(6) 2025 was reported. D6b explantation date: (B)(6) 2025. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 29-jan-2025, mentor received additional information about the event: during explant surgery, it was observed that both of the patient¿s breast prostheses were ruptured. The explanted breast prostheses were discarded following surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).